Manufacturer narrative:
The "device available for evaluation?" Field was inadvertently reported as "no". This was documented incorrectly as the device was already reported as returned in the initial report. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the attachment device was rotating by default and shaky. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The date the device was returned to manufacturer was reported as jul 25, 2018 in the initial medwatch report. This date has been corrected to jul 26, 2018. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device bearings were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.